Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial#(B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) had slipped out of the ¿pouch¿ and moved from the right side to the middle of their spine. The ins pocket was then revised to the consumer¿s left side, resulting in a scar from surgery.

Event description:
It was reported that the physician was planning on moving the lead to get better coverage because the patient wanted better coverage of the area. There was no alleged product issue; stimulation worked fine but the patient wanted more in the back. Reprogramming had been performed. The cause of the issue was not determined and was not resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. It was further reported that the patient ended up needing a pocket revision instead of a lead revision. The patient had a pocket revision on february 4th which helped. She was getting greater than 50% relief, she was happy, and doing great.